Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, foreign material was confirmed in the jet tube. It was not possible to identify the foreign matter. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, bronchovideoscope experienced foreign objects in the jet tube. There was no patient involvement.